Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the customer attempted to give himself a bolus and buttons on the insulin pump weren't responding. The battery was then switched and it alarmed button error shortly after. Customer's blood glucose was 595 mg/dl, treated with manual injection. Customer was in the rain with the device on. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received intermittent act and down buttons response due to corroded keypad traces. No button error alarm during our testing. No unexpected numbers ramping or scrolling during or testing. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.